Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a fluid leak on synchron cx5 delta clinical system. The sump pump failed and allowed the waste canister to fill and overflow onto the bottom of the hydropneumatics floor, into the instrument, and eventually down onto the floor. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer was able to clean it up sufficiently with paper towels. The liquid was very clear suggesting it consisted mostly of wash solution. The waste bucket accumulates all the waste from the instrument and then pump it into the customer's waste system. Because the lab has very low test volume, the spill consisted almost entirely of wash solution, and the risk of hazardous exposure was very low. On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse replaced the sump drain pump and changed the waste sump drain line. No further leaking was noted by the fse following repairs. As of (B)(4) 2011, the customer has not contacted bec with requests for further assistance for this issue. (B)(4).